Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis.  Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference: 2938836-2018-01030, related manufacturer reference: 2938836-2018-01032, related manufacturer reference: 2017865-2018-01799. During follow-up, the patient exhibited signs and symptoms of an infection. The entire system was explanted and replaced. The patient was in stable condition.